Event description:
The pt had a percutaneous endoscopic gastrostomy (peg) tube changed to a mini-one gastrostomy tube (gt) last month without incident. Later, the pt had an episode of coffee-ground emesis and came to the pediatric ER. An esophagogastroduodenoscopy (egd) diagnostic imaging exam revealed five distinct lesions which were the same size and shape as the tip of the new mini-one gt. One lesion was ulcerated and the cause of the gastrointestinal (gi) bleed. The mini-one gt was removed and replaced with a different manufacturer's 14 french gt. The pt had no further bleeding episodes.